Manufacturer narrative:
This issue is deemed a reportable event since the malfunction led to an inoperable ventilator. The root cause is a malfunction of the flow sensor air. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.

Event description:
Customer was getting mixing concentration errors on their vent, he replaced the o2 mixer and had to update to 2.2.9 software. He started getting high o2 flow on o2 input test which reported a high value. I had recommended he use wall gas instead of portable tank.